Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted and replaced on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The reported event of premature depletion was not confirmed by analysis. An abnormal transient battery voltage drop was detected. The voltage drop is consistent with lithium deposit in the battery.